Event description:
The patient reported that the v-go 40 device is coming off after about 6 hours after applying it. The patient stated that he works outdoors in the heat and it causes perspiration that causes for the v-go device to come of. The patient is preparing the application site with an alcohol prep prior to applying the v-go device. The patient is applying the v-go device to the back of his arm. There is no interference with clothing.